Manufacturer narrative:
Section a1 - patient identifier: complete sample ID is (B)(6). This report is being filed on an international product, list number 07c18 that has a similar product distributed in the us, list number 01l82, with 510k/PMA/bla number p050051. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated architect anti-hbs result generated by the architect i2000sr processing module for a patient. The following data was provided: sid (B)(6): (B)(6) 2025 initial result = 9.83 miu/ml; repeat result = 10.69 miu/ml per the architect anti-hbs package insert, interpretation of results section which states an anti-hbs concentration = 10 miu/ml is regarded as being protective against hepatitis b viral infection. There was no impact to patient management reported.

Manufacturer narrative:
Section d4 - catalog #: this section was corrected from 07c18-29 to 07c18-41. Section d4 - primary UDI number: this section was corrected from (B)(4).

Event description:
The customer observed falsely elevated architect anti-hbs result generated by the architect i2000sr processing module for a patient. The following data was provided: sid (B)(6): (B)(6) 2025 initial result = 9.83 miu/ml; repeat result = 10.69 miu/ml. Per the architect anti-hbs package insert, interpretation of results section which states an anti-hbs concentration = 10 miu/ml is regarded as being protective against hepatitis b viral infection. There was no impact to patient management reported.

Manufacturer narrative:
Section a1 - patient identifier: complete sample ID is (B)(6). The complaint investigation included a review of data and information provided by the customer, a ticket trending review, a device history record review, a labeling review, and in-house testing of retained reagent kit. Return testing was not completed as returns were not available. The data and information provided by the customer were reviewed and supported the complaint issue. A review of tracking and trending for the architect anti-hbs assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 67792fz00. A review of the device history record did not identify any non-conformances or deviations with lot 67792fz00 and the complaint issue. A review of labeling was performed and found to sufficiently address the customer's issue. Clinical specificity testing was performed using an in-house retained kit of the complaint lot. All specifications were met, which indicates the product is performing as expected. Based on the investigation, no systemic issue or deficiency was identified with the architect anti-hbs reagent, lot number 67792fz00.

Event description:
The customer observed falsely elevated architect anti-hbs result generated by the architect i2000sr processing module for a patient. The following data was provided: sid (B)(6): on (B)(6) 2025: initial result = 9.83 miu/ml; repeat result = 10.69 miu/ml. Per the architect anti-hbs package insert, interpretation of results section which states an anti-hbs concentration = 10 miu/ml is regarded as being protective against hepatitis b viral infection. There was no impact to patient management reported.